Event description:
On (B)(6) 2013, the lay-user/patient contacted animas to report he suffered from a condition called gastroparesis and has been in and out of the hospital over the last few months. Her last hospital visit was two weeks prior to contacting animas. He was treated for gastroparesis and hypoglycemia. He has had blood glucose reading as low as 37-47 mg/dl and was unconscious. His doctor recommended that she goes to a continuous glucose monitoring and insulin pump in one system. There was no evidence of a product defect associated with the reported incidents. This complaint is being reported because the patient was hospitalized and treated for hypoglycemia while on insulin pump therapy. Although the patient¿s hypoglycemic episodes are mostly due to her gastroparesis condition and not a product malfunction, the animas pump could not be ruled out as a contributor to the reported hypoglycemic incidents.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.